Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, and system hazard and user misuse analysis. The DHR was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (04/13/2014 ¿ 10/10/2014) did not reveal a significant trend. The trend of the product malfunction code "odor/smells" was completed from november 2013 through october 2014 and did not reveal a significant trend. The fmea revealed the risk priority number associated with ¿oil odor/smell¿ is at an acceptable level. The shuma defines the risk as broadly acceptable for mild to moderate exposure to vapor hydrogen peroxide. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further investigation is necessary at this time.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 100s sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.